Event description:
Procedure type: ventral hernia repair. According to the reporter: the surgeon placed mesh 6 months ago into a larger pt as a bridge during ventral hernia repair. The 6 months post-operatively, the pt returned with a recurrence due to mesh splitting in half. There was no harm done to pt, just a second surgery. No other information provided at the time of this complaint.

Manufacturer narrative:
(B)(4).